Event description:
Ems personnel were treating a pt. The pt's rythmn was diagnosed as sinus ventricular tachycardia. The pt was administered adenosine 6mg intravenous push. The pt's rythmn converted and synchronized cardioversion was attempted. Upon delivery of the countershock, the pt converted to ventricular fibrillation. Several more defibrillation countershocks were delivered to the pt. The pt was then delivered to the hosp. The reporter alleged that the device should not have converted the pt to ventricular fibrillation following the synchronized cardioversion. There were no adverse effects to the pt as a result of the reported event.